Event description:
The recipient has reportedly experienced ongoing sound quality issues and loss of lock with use of the device. Programming changes were made; however, this did not resolve the issue. The recipient's device reportedly has multiple open electrodes. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed cuts and damage to the silastic overmold at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed that several electrode wires had fatigue breaks. The rest of the electrodes showed evidence of being cut. Scanning electron microscopy analysis revealed fatigue breaks in several electrode wires at the fantail region. These breaks can be associated with the open electrodes reported. A corrective action has been implemented. This is the final report.